Manufacturer narrative:
The pump was received with blank display due to moisture damage at the electronic assembly. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level at the time of incident was 329mg/dl. The customer states they had blank display. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.